Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) displayed user advisory 42 (force overload tripped) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was defective load cells. The archive data indicated multiple ua42 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua42 displayed upon powering up, confirming the reported complaint. The load cell characterization check revealed over-reporting load cells. The load cells were replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn 36446) displayed user advisory 42 (force overload tripped). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.